Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 227802041); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open in the distal section. The patient was undergoing surgery for treatment of an amorphous, unruptured aneurysm of the left posterior communicating artery with a max diameter of 6mm and a 3.6mm neck diameter. The landing zone was 4.0mm distally and 4.76mm proximally. It was noted the patient's vessel tortuosity was minimal. The access vessel was the femoral artery with a diameter of 10mm. Dapt (dual antiplatelet treatment) was administered and the pru level was normal. The angiographic result post procedure was smooth blood flow. It was reported that the dense mesh stent could not be opened properly. After several attempts, the dense mesh stent could not be retrieved, so the whole system was removed and a complaint was made. They were replaced with a new dense mesh stent and catheter. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times.  A wire and catheter were used in attempt to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
H3: product analysis: as found condition: the braid was returned inside a biohazard bag and a shipping box. Visual inspection/damage location details: the distal and proximal ends of the braid were fully opened and frayed. Conclusion: based on the returned device, the pipeline flex was not confirmed to have failed to open at the distal end, as the distal and proximal ends of the braid were opened and frayed. The cause of the failure to open could not be determined. Possible causes include vessel tortuosity, damaged braid, and the user deploying the braid in a vessel bend. However, the customer reported that vessel tortuosity was minimal and the braid was not positioned in the vessel bend, ruling out vessel tortuosity and user deploying the braid in the vessel bend as potential causes. In this event, the damaged braid contributed to the failure to open. The braid can become damaged due to over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the resistance was located in the distal section. There was no damage to the pipeline pushwire or catheter observed.